Event description:
A patient in germany implanted with an osm ipg reported that an a9 error had appeared on their ipg charger when they attempted to charge the ipg. The patient was seen two days later by an impulse dynamics field representative who interrogated and reset the patient's ipg. Upon interrogation, the ipg yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current (hcc) issue that has affected several other ipgs. The patient's ipg was then upgraded to the latest 1.16.0 firmware, which is the current approved and available version in both the us and in the EU. This firmware contains the permanent fix for this hcc issue, as documented in previous communications between impulse dynamics and FDA. The patient has been receiving ccm therapy as normal since the reset of the initial down mode.

Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023, in which FDA advised that all reports of "high charge current" (hcc) errors will be subject to MDR. The "hcc" error is the subject of FDA recall #93791 initiated in 2024, for which closure has been requested but still remains open at the time of this report.